Event description:
Sister called to report customer death. The customer was wearing the pump at the time of death. It was reported that the cause of death was a diabetic coma. Sister stated that the customer was at her house the night prior and was complaining of a burning sensation at her site. Customer then contacted MFR and they were sending her out replacement sets. It was reported that the customer family member called her the next morning, and when the customer did not answer her phone, she had a neighbor go to her house to check up on her. Neighbor told family member that customer had passed away. Sister reported that customer had already passed away when the ambulance arrived. Sister stated that she does not want to say that death was caused by a pump issue, but it was definitely diabetes related.